Event description:
It was reported that noise was observed on the right ventricular lead. The lead was also noted to be crushed. The lead was explanted and replaced. No other patient issues were reported and no further information was provided.

Manufacturer narrative:
Insulation damage was noted at 28.1-29.4cm from the pin consistent with clavicle crush damage. The rv conductor etfe coating was abraded and the ptfe liner was damaged exposing a kinked inner coil. This is consistent with the observation from the field of noise and clavicle crush.